Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - in the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Although the complaint was not confirmed, root cause was investigated using the risk documentation. Per the risk document, potential causes of failure include: user misuse.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when drilling, the doctor had the feeling that the perforator was not stopping. The surgeon was able to drill the hole without harming the patient. Product was in contact with the patient; however, no patient injury reported and the event did not led to surgical delay.

Manufacturer narrative:
Additional information received: what is the exact location of where burr hole was made? Answer: temporal re. Could the surgeon finish the planned surgery with the perforator or did he have to use another unit for other holes? Answer: yes. How is the patient now? Answer: the patient is fine. Is the patient an elderly person, an adult, a child or a baby? Answer: an adult. What was the manufacturer of the drill used with the perforator? Answer: elan, aesculap. Was the drill electric or pneumatic? Answer: electric. Did the perforator click in place in the drill? Answer: yes. Are the recommended spring tests being performed between each burr hole? Answer: yes. Was the angle of approach perpendicular as the IFU states? Answer: yes. Was the perpendicular approach maintained through the drilling process or was there any rocking motion included? Answer: yes. Was there constant downward pressure? Answer: yes.

Event description:
N/a.